Manufacturer narrative:
On the day of event, the customer performed ion selective electrode (ise) line wash, changed the buffer and ran quality control (qc), resulting low. The customer contacted the siemens customer care center (ccc). The customer ran qc, resulting high. A ccc specialist instructed the customer to recondition the ise. The customer reconditioned the new electrode and loaded on board, after which no further issues were observed. The cause of the discordant, falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia instrument, resulting higher. The corrected reports were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.